Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03601. Information provided by the pt's attorney, indicated the pt alleges the following issues: the pt experiences heating at the scs ipg pocket site while charging which remains afterwards. The pt also reported experiencing an unexpected sensation (pt described as "shocking") after charging and with stimulation. A replacement low energy charging systems was sent to the pt on 03/27/2013. Additional information is needed to clarify the nature of the pt's issues. Sjm was made aware of the issues on 08/21/2014, and the pt's scs systems was not evaluated by an sjm representative to verify and/or troubleshoot any of the additional reported issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.